Event description:
Total knee revision of a duracon primary femur with a universal baseplate with offset and 80mm cemented stem. Prior was painful left total knee. During surgery was determined the offset threads had sheared off inside the universal baseplate boss. Was revised with a triathlon ts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding tibial stem fracture involving a duracon baseplate was reported. Conclusion clinician review of the provided records indicated the root cause was related to the cementing technique for the tibial baseplate. No deficiency of the baseplate component itself was alleged. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Total knee revision of a duracon primary femur with a universal baseplate with offset and 80mm cemented stem. Prior was painful left total knee. During surgery was determined the offset threads had sheared off inside the universal baseplate boss. Was revised with a triathlon ts.